Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/2/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained via: what was used to complete the procedure? No further information is available. Did the surgery was completed successfully? No further information is available. Is there any photo available for visual analysis? No photos are available. How many devices were involved in this single procedure? Qty of product involved is 2. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via 2210968-2021-07903.

Event description:
It was reported that a patient underwent a single port ureteral membrane removal procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.